Manufacturer narrative:
Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The datalog, treatment tip, and handpiece were returned for evaluation. No issues related to the adverse event found when evaluating the treatment tip. Based on the evaluation of the data, system performed as expected. Reservoir and pump were functioning normal. The datacard log was showing cryogen was flowing through the treatment tip but not enough causing the tip too warm error. This and datalog evaluation confirms customer account of the tip too warm error during treatment. The handpiece was returned for evaluation and service found a deteriorated valve in the handpiece, causing tip too warm issues. The hazardous situation of inadequate cooling resulting in a harm of a burn is minimized by the temperature monitor. The problem statement above is the result of the temperature monitor throwing an error and causing a delay in treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. This condition presents no patient risk. According to thermage flx system user manual (p009418-04 rev. A) patient burns are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. System and tip performed as expected. The datalog evaluation confirms customer account of tip too warm error during treatment. The handpiece was returned for evaluation and service found a deteriorated valve in the handpiece, causing tip too warm issues. The condition of tip too warm error or handpiece failure presents no patient risk. Based on the available information, patient burns are known possible adverse patient reactions to thermage flx treatment. Additional case information stated the patient recovered and no scar nor pigment were formed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required.

Manufacturer narrative:
Based on the evaluation of the data log, the system performed as expected. The reservoir and pump were functioning normal during the treatment. The thermistor's data shows the cryogen flow through the treatment tip was not sufficient to cool the treated area to prevent the tip error message. The tip was evaluated and passed leak and visual testing but failed thermistor testing. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported a patient experienced blisters on the forehead and bilateral temporal area after a thermage flx treatment. The patient was given emla during the treatment and antiseptic solution and antibiotic ointment after the treatment. The incident occurred after 900 shots with the highest energy level of 2.5 used. The user facility reported receiving several errors during the treatment which indicated the tip was too warm. The surface of the treatment tip was inspected prior to use and during treatment with no faults found. Additional information regarding patient outcome has been requested.